Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-04690. Additional information revealed the patient stated she fell 6 month prior to the explant.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-04690. It was reported the patient experienced ineffective stimulation from the scs system. As such, the patient underwent surgical intervention where in the system was explanted.